Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the system was unable to be exposed twice during the operation. The device was in clinical use. No patient or user harm was reported. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the used had to disable and enable x ray twice to complete the procedure. The philips field service engineer (fse) inspected the system onsite and confirmed that the exposure was failed during use. Review of the system log file showed that exposure unavailable error. Upon troubleshooting, fse found that ippc leds were abnormal status and ippc operation system was missing. To resolve this issue, fse replaced ippc, host pc and tsm (touch screen module). The defective parts was returned to philips for analysis but the root cause was not confirmed. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.